Event description:
It was reported that patient ipg needs to charge more often and ipg was depleting in energy levels. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return due to hospital policy.